Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) evaluation was confirmed (reference: MDR number 3006260740- 2018-02190).

Event description:
Per biomed - the scanner is not holding a charge if it's disconnected the scanner abruptly shuts off.